Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, the nurse connected the handle device and the reload as usual and handed to the surgeon. The surgeon clamped the tissue and tried to fire the device, however could not fire. Then tried to open the jaws, however the device did not react . Pushed every button, however the status was same, then the surgeon removed the device from the tissue by force. Re-inserted the battery, the jaws were able to be opened and the cartridge was removed from the adapter. After the insertion of the battery, 2 firing progress indicators were illuminated, which showed remained procedure were less than 5. However, even they pushed the blue button and the silver button at the same time, no firing progress indicators were illuminated. Replaced by another device, the procedure was completed with no problem. Additional tissue resection was required due to the issue. There was tissue damage. The device was removed from the tissue by force and tissue damage was caused. Oozing bleeding occurred as a result of the issue. The status of the patient is no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one powered stapler handle. Visual and functional evaluation noted that the open button was unable to be depressed fully preventing the user from being able to open the jaws. When the device was further examined, it was found that the magnet in the open switch had gotten dislodged and gotten stuck preventing full range of motion for the switch. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. A design change has been implemented to prevent the magnets from falling out and preventing the switches from being depressed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result from autoclave cycles combined with cleaning with an alkaline ph detergent. A process improvement has been implemented for this failure mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.